Event description:
Initially the customer contacted baxter's technical service center regarding an unrelated alarm, which occurred on the homechoice (hc), during use for peritoneal dialysis therapy (pd). The solution to this issue was provided over the phone. During a follow up call by baxter product surveillance to the patient's peritoneal dialysis nurse (pdn) regarding the alarm, the nurse stated the home patient (hp) had a case of peritonitis that occurred in (B)(6). At the time of the call, the nurse did not have additional information. The nurse stated she could be contacted for further information at a later time. On (B)(6) 2011, (B)(4) contacted the patient's pdn and received the following information. The pdn confirmed that the patient was transferred to hemodialysis on (B)(6) 2011. The pdn stated she no longer had the patient's chart and therefore was unable to provide pd effluent culture results. The pdn stated the event of the peritonitis may have been caused by a break in aseptic technique, however, she was not sure. At the time of this report the event of peritonitis had resolved. The pdn stated the event of the peritonitis was not related to the dianeal solution therapy. No further information could be provided because the nurse denied having any further information at this time and no further information was expected.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This complaint for peritonitis was not confirmed. The cause was undetermined because no sample was returned nor did the user describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed on potentially associated lots h11f08064, h11h02022, h11j17035 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.